Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform 60 stapler instrument and the white sureform 60 reload for failure analysis investigation but at this time the devices have not been returned. If additional information is received, a follow-up MDR will be submitted stapler log review was conducted. During the procedure, two sureform 60 stapler instruments were used and both instruments had no failures/issues. Sureform 60 stapler instrument (part #480460-09; lot #l91211215-0125) was used for 2 events, both with white sureform 60 reloads. Both firings were completed successfully. The completion percentages were ~100. Sureform 60 stapler instrument (part #480460-09; lot #l91211215-0025) was used to fire 4 reloads (three blue followed by one white). All were successful/completion events, with completion percentages ~100. One observation about the 4th firing event was that there were 2 clamping events before the actual firing. No image or video available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, tissue was pushed and not cut when a white sureform 60 reload was fired with a sureform 60 stapler instrument. The staple line was incomplete. The surgeon repaired the incomplete staple line with hand-sewn sutures to complete the anastomosis. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, tissue was pushed and not cut when a white sureform 60 reload was fired with a sureform 60 stapler instrument. The event occurred during the second staple fire of the procedure and while the surgeon was creating the gastrojejunal anastomosis. During the staple fire, there was a pause for compression before firing. The instrument's blade was deployed; however, the proximal side of the staple line was open. The staples were not implanted in tissue. As a result, the surgeon had to hand sew to complete the anastomosis. The following were confirmed: there were no system-generated messages, no buttress material used, no tissue bunching, and there was no video recording of the procedure. The surgeon swapped out to a backup sureform 60 stapler instrument and completed the procedure. There was an esophagogastroduodenoscopy conducted, and it confirmed there was no leak. On additional follow-up, the surgeon had communicated that he was unwilling to discuss this issue with intuitive surgical, inc. (Isi) any further.